Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 28-400 (mg/dl). Reportedly, the customer believed that the elevated bg level could have been due to a non diabetes related illness. Customer administered multiple injections to treat their bg level. Customer then experienced the low bg level, and believed that it may have been due to stacking injection boluses while trying to correct their previous high bg level. Customer treated their low bg level. Recommendation was made to consult with health care provider to discuss diabetes management.